Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that this device was previously explanted as suspected, but had not been confirmed. The date provided from the patient was an estimate from eight years ago. The patient had not had a replacement device since.